Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging her ot verio iq meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on the day prior to contacting lfs for assistance at approximately 3:40pm. She tested on the subject device after going for a walk and observed a value of ¿26.3 mmol/l¿ which she felt was high as compared to her feelings/normal readings. The patient reportedly manages her diabetes metformin pills 500mg, 1 in the morning and 1 in the evening and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed stated 20 minutes later she tested on her new meter (ot verioiq also) and observed a value of ¿4.6 mmol/l¿ which she felt was more consistent with how she felt. The patient denied developing any symptoms of high or low blood glucose and stated she drank a glass of water between 4:10-4:15pm that same day. No other form of treatment was administered. At the time of troubleshooting, the csr noted that the subject meter is not being used for the first time. The unit of measure was set correctly at the time. The subject test strips were reportedly in good condition, unexpired and stored correctly. The patient did not have any control solution available. Replacement products were sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not administer any form of medical treatment. However, this complaint is being reported because the meter did not meet lfs¿s criteria for accuracy.

Manufacturer narrative:
Follow-up # 2 (08/13/2013)-device evaluation: the analysis of the subject meter was completed on 08/07/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (07/23/2013), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.